Event description:
On (B)(6) 2025 a transpyloric 20 mm x 15 cm hanaro fully covered metal stent was deployed and sutured into place. On (B)(6) 2025 patient went to outside facility for abdominal pain and CT imaging revealed a fragment of the stent had broken off and migrated into the small bowel, likely causing small bowel obstruction. Patient is scheduled for a double balloon enterostomy to retrieve the broken stent. Stent hanarostent 20mm 150mm 2300mm esoph radopq slf expd full cvr otw metal nitinol - log2829575 model #: ecba20150230 lot# 54101229.